Event description:
It was reported that a patient underwent an obturator sling procedure, colporrhaphy, and a manchester procedure in 2007. Post-operatively the patient developed an inability to pass urine and was catheterized. On post-operative day one, a trial voiding off the urinary catheter failed. On post-operative day two, the patient was then able to pass urine with a residual urine volume of forty-five milliliters. The patient subsequently managed to empty her bladder adequately on post-operative day two and no further intervention was required. Currently, the patient is well and able to pass urine on her own adequately.

Manufacturer narrative:
Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.